Event description:
In addition, the customer reported a complete loss of image during preparation before procedure. The procedure was completed successfully with an equivalent device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5,h6, h10. In addition correct data b3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the loss of image occurred because communication failure occurred due to an internal failure of the cable due to disconnection and the like. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, there was no image displayed due the faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The 4k autoclavable camera head was returned for inspection. During inspection and testing of the device by olympus, it was found the device had no image due to a faulty cable. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.